Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Consumer states the chair is squeaking and the wheels seem to be tilting inward. States the handles and brakes are loose, and the caps and handle to the brakes keep popping off. Also states the armrests are loose and over all the chair does not feel stable. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.